Event description:
It was reported that this right ventricular (rv) shocking lead is exhibiting an increase in impedance measurements that has reached high out of range measurements. This rv lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported.